Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an inferior opacity during a flap creation. The physician tried to raise the flap. Area was very adherent and lead to its section. Refractive treatment continued with ablation to correct visual acuity with the excimer laser.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. Review of the logfiles for the day of treatment showed no errors that could contribute to the reported event. During start-up of the system, the vacuum, the energy and the ablation tests were performed without problem. The logfile showed nine successfully finished treatments on that day. According to the treatment report, the reported treatment could be identified in the logfile. The logfile review showed no relevant deviation between planned and performed energy. There is no indication for a product problem which (might have) caused or contributed to the reported event. Review of the treatment report showed liquid inconspicuous but canal too long which can lead to opaque bubble layer (obl) at 11 o'clock. Treatment report picture showed a ¿cloudy¿ area which was caused by formation of gas during cutting procedure. This gas accumulation could not leave the canal. The affected ¿cloudy¿ flap area usually remains uncut. The manufacturer internal reference number is: (B)(4).